Event description:
It was reported that the patient had an infection of the device pocket which started 2-3 weeks ago. It was noted that they had a history of infections with past stimulator devices and unrelated procedures. Further information was requested.

Manufacturer narrative:
(B) (4).